Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported she has no intermediate vision and makes it difficult to play the piano or look at a painting following an intraocular lens (iol) implant procedure. The procedure was almost four years ago and a year later, a laser procedure was done to "clean up the fogginess" of the lens by another surgeon. The lens remains implanted.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridges combination used. The product investigation could not identify a root cause. (B)(4).

Event description:
Additional information was received indicating that in the surgeon's opinion, the device did not cause/contribute to the event. The patient continues to be followed-up.